Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. Update to d9, h2, and h3. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The returned device was visually examined, and the following was observed: the hub separated/dislodged from the sheath shaft. The remaining sheath shaft was not returned. Remaining strain relief material was observed within the hub, not hdpe material visible in the retuned sheath hub. The flex tip outer diameter was measured and found to be within specification. Due to the condition of the returned device, no functional testing was able to be performed. Imaging evaluation found that sheath hub separated/dislodged from shaft after removal from the patient and calcification present within access vessels. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of system components separate during use was confirmed based on evaluation of the returned device and provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event, however, a potential manufacturing nonconformance was identified based on prior escalations. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, "after several attempts for advancing, the esheath+ apparently was split and it was decided to remove all the system carefully, as single unit. After the removal the esheath+ was observed to be separated in two pieces. As per imagery evaluation, the esheath+ appeared to be separated in two pieces (hub and sheath shaft separated)". Per evaluation of the returned device, the sheath hub was received separated from the sheath shaft. Per evaluation of the provided imagery, the proximal flared end of the esheath+ shaft is separated from the sheath housing. In addition, resistance during sheath insertion were also noted; therefore, additional device manipulation may have been applied on the device, leading and/or contributing to the shaft to separate from the hub. An investigation has been opened to determine the root cause and implement any necessary corrective actions. In this case, available information suggests that procedural factors (device manipulation) in addition to the unconfirmed manufacturing factors likely contributed to the reported event. However, a conclusive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure conducted by our edwards affiliates in cyprus using a 23mm sapien 3 ultra valve via transfemoral access, difficulties were encountered during both the insertion of the esheath+ and the advancement of the delivery system through it. Advancement toward the annulus was unsuccessful. After multiple attempts, the esheath+ appeared to have split, prompting the careful removal of the entire system as a single unit. Upon removal, the esheath+ was found to be separated into two pieces. Subsequently, a non-edwards sheath was introduced; however, similar resistance was encountered. Ultimately, the decision was made to proceed with a non-edwards valve, which was successfully implanted. The patient did not sustain any injury as a result of the event and was subsequently discharged in stable condition. Per report, the initial assessment led to the selection of a 20mm sapien 3 ultra valve. However, following pre-dilation with a 20mm balloon, it was determined that a 23mm valve would be more appropriate. Despite this change, the esheath+ from the previously opened 20mm kit was retained for use. According to medical opinion, the perceived root cause of the event was an underestimation of calcification in the pre-procedural CT scan. Imaging evaluation revealed that the esheath+ had separated into two distinct components the hub and the sheath shaft.